Event description:
A customer contacted baxter's technical service center to report low ultrafiltration (uf) readings during therapy. The technical service representative (tsr) contacted the nurse (rn) and reviewed the therapy log. The ultrafiltration during cycle 3 was 2139ml. The programmed fill volume was 2500ml. This information gave a total drain of 4639 ml, which meets increased intraperitoneal volume (iipv) criteria.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
Boston scientific received information that this patient had an increase in right atrial (ra) pacing thresholds measurements. Fluoroscopy indicated the ra lead had pulled back. The lead attempted to be extracted, but was fibrosed to the distal coil of the patient's right ventricular (rv) defibrillation lead. The rv lead had pulled back and was partially in the tricuspid valve. The ra and rv lead were successfully extracted. A new rv lead was successfully placed. The ra lead was implanted and during testing, it was noticed that the rv lead had an additional amount of slack in it. Fluoroscopy was turned on and the rv lead jumped forward and was at the edge of the cardiac silhouette. There was speculation that the lead may have perforated. It was reported that simultaneously the patient's blood pressure increased and the EKG rhythm changed. The helix was retracted and the lead was repositioned. The patient went into cardiac tamponade and a code was called. The patient subsequently had an impella pump and a balloon pump implanted. One day later, tachycardia therapy was turned off and the physician ordered a do not resuscitate (dnr). The patient later died and brady therapy was turned off post- mortem. The device planned to be buried with the patient.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the iipv could not be determined. The current labeling for the patient at-home guide was found to be sufficient. Review of the service dates and activities revealed the device has not been previously returned for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).